Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that the user was unable to acquire a 12 lead on several attempts on a heartstart mrx during patient treatment. There was no patient impact.